Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula assembly fully deployed and the needle completely retracted. A kink was found on the soft cannula. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage to the soft cannula occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, the patient applied a new pod, administered insulin and drank water.